Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the pump powered up to a blank screen with audible and vibratory alerts after battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/10/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 02/19/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed multiple call service alarms that can lead to blank display on the day of the complaint. On investigation, the pump powered up to a fully functional display screen and the pump functioned properly. The pump successfully loaded the pump software. When the pump casing was opened to further investigate, no anomalies were found on the printed circuit board. The investigation was unable to duplicate the reported display issue.